Event description:
A break in the retention dome during traction removal. The indwelling period was 200 days. Because the dome portion could not be removed endoscopically, it is expected to be removed with bowel movement.

Manufacturer narrative:
The device has not been returned to the MFR at this time for evaluation. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.